Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a pseudotumor. A v40 lfit head and 40f 0° liner were removed and replaced with an adm/mdm liner construct with a ceramic head and sleeve. There are no allegations against the revised liner. Rep confirmed that other than pictures and the revision sticker sheet, no further information will be released by the hospital or surgeon.